Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t heir ins and leads were removed about a year and a half prior to the report because it just quit working. They do not know why. There was a loss of therapy. The event date was unknown. The patient wanted their medical records so patient services redirected them to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.